Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted a separation between the tube and y junction. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp y-type standard bore catheter extension set leaked during patient infusion. The issue was further described as, "the top tube was not connected to the y-tube connector". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.